Manufacturer narrative:
Lab analysis noted normal device function as designed. Due to the design of how the device outputs longevity estimates, the field alleged an unexpected longevity change.

Event description:
This supplemental report is being filed due to the product investigation result. Boston scientific received information that this pacemaker device was last seen on (B)(6) 2018 and had 1.5 year remaining longevity. Recent device check, longevity was at less than 6 months. Boston scientific technical services (ts) asked regarding programming changes. Atr fallback rate from 70 to 60 and rv sensitivity was changed. Pacing percentage 70% atrial and 83v. Now today showing 71 a and 84% v. Ts asked if outputs increase or have rvac on. Hcp stated that rvac is on and there has been a slight increase in the rv threshold. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device was last seen on may 2018 and had 1.5 year remaining longevity. Recent device check, longevity was at less than 6 months. Boston scientific technical services (ts) asked regarding programming changes. Atr fallback rate from 70 to 60 and rv sensitivity was changed. Pacing percentage? 70% atrial and 83v. Now today showing 71 a and 84% v. Ts asked if outputs increase or have rvac on. Hcp stated that rvac is on and there has been a slight increase in the rv threshold. No adverse patient effects were reported.